Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Estimated age based on year of birth, (B)(6). The stent remains in the anatomy. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that on (B)(6) 2013, the patient presented with stable angina and a posterior lateral coronary artery lesion. Following predilatation, a 2.25x15mm xience prime stent was implanted in the posterior lateral lesion without reported issue. On (B)(6) 2014, the patient was diagnosed with gastrointestinal cancer, assessed by the study physician as unrelated to the implanted xience prime stent. Gastrectomy was performed. On (B)(6) 2016, the patient expired. The cause of death is not available. Per the physician, it is unknown if the death was related to the implanted xience prime stent. Reportedly, no other information is available. There was no additional information provided regarding this issue.

Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. It should be noted that the reported patient effect of death is listed in the xience prime everolimus eluting coronary stent systems instructions for use (IFU) as a known patient effect of coronary stenting procedures. Based on the information reviewed, a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling.